Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube and corroded battery tube spring. Unable to confirm occlusions or insulin flow blocked alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display.

Event description:
The customer reported via phone call that their insulin pump had flow block alarm. The customer¿s blood glucose level was 192 mg/dl. The customer also reported that they checked for "scare" tissue and she was off the pump for about a month and half. The insulin pump will be returned for analysis.